Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 450 mg/dl. The customer change the cartridge, infusion set tubing and site multiple times. The customer reverted to using insulin injections to address the bg level and to manage diabetes. As the customer no longer had the infusion set site and had not used the pump for 5 days, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.